Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 425 cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, suffered left breast implant deflation, post-operatively. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's implant explantation surgery date was updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2020, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 700cc style 4000 hp (left) 650cc style 4000 hp. On september 21, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear in the anterior aspect measuring approximately less than 0.1 cm microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).